Event description:
On 11/06/2024, avalign gsi quality received a customer complaint from steris corporation. Steris corp reported that their customer, the nebraska medical center,reported to them that they had two (2) units of customer part# vm82-7222 that the ball tips broke off during a case. They were removed with no patient impact.